Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. Visual analysis of the returned sample revealed that six packets that pertain to product code jv1088 were returned for analysis. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The needles were intact and no damage, or breakage on the body, tip, or swage area was observed during the evaluation. A functional test was performed, to needle by resistance and met the requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the broken needle fragment? Was the needle piece retrieved during a second procedure on (B)(6) 2023? Please clarify. Does the any piece/device remain retained in the patient's tissue? Was the augmentin that was prescribed on (B)(6) 2023 done so prophylactically? Please explain did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the paroxysmal pain related to the broken needle and/or retrieval of the needle? Location and character of pain? Is there any specific activity that precipitated the pain or eased the pain? Please describe any medical intervention given for pain management including medication name and results. If reoperation was performed for the pain, please provide the date and surgical findings. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?.

Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2023 and suture was used. During the procedure, the needle of the suture broke in the patient's abdomen. At the first passage of the suture through the wall, the needle broke. A x-ray control was performed: it showed that the needle was located in the abdominal fat. It was impossible to surgically retrieve it. The patient did not have sign of wall bleeding and was monitored until the exclusion of the foreign body. On (B)(6) 2023, recovery of the patient to retrieve the foreign body. Simple continuation, the patient returned home the same day. On (B)(6) 2023, the patient returned to the emergency room at night for the occurrence of a paroxysmal pain, also occurred during the day without fever (the patient was under augmentin per since (B)(6) 2023). The patient was hospitalized for follow-up care. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.